Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2012 during which the surgeon noted the mesh had extruded through the fascia and was no longer in contact with the fascia. It was reported that the patient experienced severe pain, hernia recurrence, nausea, seroma, chills, inflammation, excision surgery, loss of appetite, stress and anxiety. No additional information was provided.